Manufacturer narrative:
Product has not been received by manufacturer. Investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: three days after insertion, foley was not in place anymore. No reported deflation of balloon. Pt had to be re-catheterized. No injuries reported.